Event description:
It was reported that removal difficulty occurred. The over 85% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez? Was selected for use. However, during the retrieval of the device, the retrieval was difficult and sticky, and it could not be retracted into the sheath. The physician repeatedly tried to pull the filter guidewire forcefully to retrieve it back into the sheath. The filterwire ez? Was ultimately exchanged, and the device was positioned 2 cm distal to the lesion. A 4.0 x 30 mm balloon catheter was advanced over the filterwire ez? And inflated for dilation. Post-dilation angiography was performed, and the balloon was withdrawn. Subsequently, a 7.0 x 40 mm wallstent was deployed over the filterwire ez?. Angiography confirmed successful stent deployment with optimal positioning, and the procedure was completed. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
A1 - patient identifier: updated. (B)(6). Device evaluated by MFR: the filterwire ez?device was returned to our post market quality assurance laboratory. Visual inspection was performed and revealed that the wire returned inside the retrieval sheath, and the filter bag came back in deployed state. A kink and stretched were observed in the spring tip. Functional inspection was performed and revealed that sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. This concludes the product analysis.

Event description:
It was reported that removal difficulty occurred. The over 85% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez? Was selected for use. However, during the retrieval of the device, the retrieval was difficult and sticky, and it could not be retracted into the sheath. The physician repeatedly tried to pull the filter guidewire forcefully to retrieve it back into the sheath. The filterwire ez? Was ultimately exchanged, and the device was positioned 2 cm distal to the lesion. A 4.0 x 30 mm balloon catheter was advanced over the filterwire ez? And inflated for dilation. Post-dilation angiography was performed, and the balloon was withdrawn. Subsequently, a 7.0 x 40 mm wallstent was deployed over the filterwire ez?. Angiography confirmed successful stent deployment with optimal positioning, and the procedure was completed. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the filterwire ez?device was returned to our post market quality assurance laboratory. Visual inspection was performed and revealed that the wire returned inside the retrieval sheath, and the filter bag came back in deployed state. A kink and stretched were observed in the spring tip. Functional inspection was performed and revealed that sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. This concludes the product analysis.

Event description:
It was reported that removal difficulty occurred. The over 85% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez? Was selected for use. However, during the retrieval of the device, the retrieval was difficult and sticky, and it could not be retracted into the sheath. The physician repeatedly tried to pull the filter guidewire forcefully to retrieve it back into the sheath. The filterwire ez? Was ultimately exchanged, and the device was positioned 2 cm distal to the lesion. A 4.0 x 30 mm balloon catheter was advanced over the filterwire ez? And inflated for dilation. Post-dilation angiography was performed, and the balloon was withdrawn. Subsequently, a 7.0 x 40 mm wallstent was deployed over the filterwire ez?. Angiography confirmed successful stent deployment with optimal positioning, and the procedure was completed. There were no patient complications as a result of this event, and the patient was stable post-procedure.